Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there have been issues with the pump shutting down and no delivery alarms. The customer's blood glucose reading was 438 mg/dl at the time of incident. Troubleshooting found that the alarm was resolved by a complete set change. The customer does not want to return any device for analysis. Troubleshooting advised customer to call if the pump alarms again.